Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an umbilical vessel catheter (uvc). The customer states that there was a long crack from top of the hub to the bottom of the hub. Skin is cleansed with betadine and the area is completely dried prior to insertion. It was not difficult to handle the catheter during insertion. It was not difficult to secure and was sutured to the umbilical cord. The uvc was inserted (B)(6) 2016 at 1400 in the umbilical and was in continuous use. Ns, 10 ml syringe via smart pump was used to flush the lines. Chloraprep was used to clean the device and does contain alcohol/acetone. The catheter tubing was being cleaned as well; rn was performing a line change. The uvc was removed (B)(6) 2016 at 1600. The device was replaced at the time the leakage and crack was noticed with a new ua/uv catheter. The patient is unstable elbw infant on hfov, fentanyl drip and antibiotics.

Manufacturer narrative:
The product involved in this complaint was 8888160341; product description 5.0fr urethane umb cath and the lot number is unknown. Since the lot number information was not provided a device history record (DHR) review could not be performed. A sample was received for analysis and investigation; it consisted in one used sample which showed signs of use (blood residues) of a uvc catheter. Functional testing was performed in order to confirm the condition reported by the customer. The catheter presents a leak in the tubing. A visual inspection of the sample revealed an irregular cut in the tubing below the strain relief. The strain relief was measured in order to determine that product specifications were met and the result is 0.60 in. The result was compared with the specification tolerance 0.59 to 0.61 & tolerance 0.72 to 0.74. Based on this information most likely the strain relief pertains to the old design and was manufactured at (B)(4) facility. All DHR are reviewed for accuracy prior to product release. In addition, during manufacturing process, catheters are submitted to a 100% pressure testing. The condition occurred after being in use in a patient. Based on the available information, the most probable cause could be attributed to unintentional damage during use due to the potential exposure to sharp objects or other sources of damage as detailed in the instructions for use (IFU). It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. There were no complaint triggers or trends identified therefore further corrective or preventive actions were not required. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling according to product specifications are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.